Event description:
The customer reported the system had a communication fail error message. A communication fail error message will likely result in a system lockup, no boot, or shut down situation. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.